Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 4x12mm drug eluting stent to the 95% stenosed lesion located in the nontortuous, moderately calcified ostial right coronary artery (rca), but was unable to cross the lesion. The lesion was pre-dilated with a maverick balloon, unknown size. Upon withdrawal, the stent got caught on the guide catheter tip and embolized in to the profunda, which was confirmed with an x-ray. Radiology and surgical consults determined that removal of the embolized stent was not necessary. The procedure was completed by placing an endeavor stent of the same size to the rca successfully. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.